Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, insulation breach on the lead was observed. Lead was repaired with suture sleeve and medical adhesive. Patient¿s condition was stable.